Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection indicates that the distal male luer connection is missing. Examination under magnification indicates that the tubing does not show evidence of bonding solvent on the tubing surface. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that the root cause was a lack of solvent at the bonding location. The lot number of the sample submitted was manufactured on june 26, 2025. Improvements to the solvent dispenser have been made to address this issue. The lot number had been produced prior to the implementation of those improvements. No further actions were taken. A device history record review for model 2420-0007 lot number 25065365 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: rn (registered nurse) primed ns (normal saline) through primary tubing. Arisure closed system male attached to female end of primary tubing. When rn went to attached to patient's port, the end of tubing had fallen off leaving no way to attach tubing to patient. New tubing and saline bag obtained. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injury reported.